Event description:
Additional information was received that the patient underwent heart transplantation on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus could not be confirmed as no images were submitted for review and the pump was not returned for evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were provided for review. A specific cause for the low flow alarms and a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined. Furthermore, a direct correlation between the reported events and the thrombus could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the pump's return status; however, no further information was provided. To date, hm3 lvas, serial number (B)(6), has not been returned for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including, device thrombosis, arterial non-central nervous system (cns) thromboembolism, and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options, including placement of a right ventricular assist device (rvad). Section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital with a low flow alarm. They had dizziness and chest pain. A computed tomography angiography of the heart found a thrombus in the left ventricular outflow tract extending to the left main coronary artery and left coronary system. The patient's high-sensitivity cardiac troponin level was in the 200,000's. The patient had progressively worsening altered mental status secondary to metabolic encephalopathy. The patient underwent an emergency right ventricular assist device implantation, aortic root thrombectomy, and an explantation of their implantable cardioverter-defibrillator (ICD). The patient was planned to be listed for heart transplant.